Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she was having problems with the implant and due to insurance was unable to replace or remove it. The patient stated when she charged it burned her skin and she didn¿t charge for a week. The patient noted that the implant stopped working and wouldn¿t maintain a charge. The patient mentioned that she always felt the corner of the implant sticking out but it would go back in place and that in the last six months the implant had migrated to the surface of the skin. The leads were pulling when she moved as she had lost 30 pounds and gained 15 pounds back. In the last three days the patient noticed her back, hips and right leg were hurting and she could feel the leads pulling when she moved and could occasionally feel the lead under her skin due to weight. The patient explained she never had any problems with the non-rechargeable implant, but since getting the rechargeable she had problems. The indication for use was other chronic/intractable pain of the trunk/limbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the circumstances leading to the burning while charging, implant not working or maintaining a charge was upon first charging of the device after approximately twenty minutes the skin began to sting and progressed into a burning sensation, even with clothing between charger and skin. The steps taken to resolve the burning, implant not working, and not maintain a charge was calling their healthcare provider (hcp)'s office and was told it was normal to reduce charging to thirty minute intervals until fully charged. Finally it became so painful they couldn't charge until it headed at which point battery would not hold a charge. The rep went to see the hcp and manufacturer's representative (rep) and was unable to charge. The patient stated that the device hasn't worked since 2009-2010. The patient and the previous hcp parted ways on bad terms so they simply learned to live without it and causing the medical condition to worsen. The patient is attempting to find a hcp in their network. No further complications were reported or anticipated.